Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was unknown at the time of the incident. The customer also reported that she felt sick experienced dizziness, acid reflex, burning throat and could barely stand and walk. The time of the hospitalization was around 5-6pm and the date of the hospitalization was (B)(6). The customer stated that she was wearing the insulin pump during the hospitalization. The customer stated that the she was changing the battery more often and the insulin pump would reject the battery occasionally. The customer stated that there was a crack on the reservoir opening. The customer was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.